Manufacturer narrative:
The device was yet not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra sales representative reported on behalf of the customer that on (B)(6) 2018, a patient was pinned to the a3059 mayfield composite series skull clamp for a posterior fossa tumor removal and without touching the patient, the head moved after the clamp had been torqued down. There was a laceration of about 5 cm on the left lateral/posterior skull. Request for additional information has been sent.

Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The device history record for a3059 was reviewed and no abnormalities related to reported incident was found nor where there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Failure analysis to identify root cause was performed by repair depot was unable to confirm complaint and root cause could not be identified.

Event description:
An integra sales representative reported on behalf of the customer that on (B)(6) 2018, a patient was pinned to the a3059 mayfield composite series skull clamp for a posterior fossa tumor removal and without touching the patient, the head moved after the clamp had been torqued down. There was a laceration of about 5 cm on the left lateral/posterior skull. Request for additional information has been sent.